Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced twelve infusion set kinked events on (B)(6) 2024. The events occurred after three hours of insertion. The insertion site was at the abdomen. The blood glucose levels was 200 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17240- device 12 of 12.